Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-product analysis: the device was returned and evaluated by product analysis on 09/14/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the meter record shows evidence of bolus deliveries after the 15 minute blood glucose check limit. The meter successfully paired with a test pump. A bolus was delivered pre- and post- the 15 minute blood glucose check limit. The meter appropriately alarmed when a bolus was attempted after the 15 minute blood glucose check limit. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter alarm (bg>15 min old) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.